Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose (bg) level. During troubleshooting, the customer cleaned the speaker holes and was able to clear the alarm.

Manufacturer narrative:
Device not returned.